Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue started on (B)(6) 2011. The patient informed the cca that she manages her diabetes with a combination of oral medication and insulin. It is not known if the patient made any changes to her usual diabetes management regimen after the alleged power issue began. One week after the start of the alleged issue, the patient reported feeling sweaty and shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted subject meter's battery did not need to be replaced per the owner's booklet recommendations. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k062195.

Manufacturer narrative:
Follow-up # 1 (01/24/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a leaky capacitor at c4. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.